Manufacturer narrative:
As reported, while inserting a 6f/7f mynx control vascular closure device (vcd) into the unknown 6f sheath, the sleeve portion containing the polyethylene glycol (peg)/grip tip split and began to prematurely activate the peg. The sealant was slightly exposed following the sleeve being split. That device was thrown away, and a new one was used without any issues. There was no reported patient injury. A 6f non-cordis sheath was used. The user is trained to the device, undergoing evaluation. The device was not returned for evaluation as it was discarded. A product history record (phr) review of lot: f2526605 revealed no anomalies or non-conformance's during the manufacturing and inspection processes that can be associated with the reported event. The reported events of ¿sealant sleeves (cartridge assembly)-frayed/split/torn¿ and ¿mynx control system-deployment difficulty-premature¿ could not be observed as the device was not returned for analysis. The exact cause of the issue experienced could not be determined. Based on the information available for review, it is not possible to determine what factors may have contributed to the reported events. However, as the issue reportedly occurred during insertion into the sheath, procedural/handling factors (such as using excessive force during insertion, incorrect insertion angle, and/or not supporting the distal end during insertion into the sheath) and/or the condition of the procedural sheath (which also was not provided for analysis) are possible. It should be noted that the mynx control device is manufactured with the sealant sleeve assembly at the distal end of the catheter cartridge tubing. The sealant sleeve assembly is assembled with 2 side slit overlapping sleeves. The slits are designed to decrease unsheathing force and increase deployment reliability. The sealant is placed right under the sealant sleeve assembly and is protected from being exposed prematurely. Refer to the diagram of the mynx control vcd within the instructions for use (IFU) displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states in step 1: position balloon, ¿insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the phr review, nor the available information suggests that the issue experienced by the customer could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, while inserting a 6/7f mynx control vascular closure device (vcd) into the unknown 6f sheath, the sleeve portion containing the peg/grip tip split and began to prematurely activate the peg. The sealant was slightly exposed following the sleeve being split. That device was thrown away, and a new one was used without any issues. There was no reported patient injury. A 6f non cordis sheath was used. The user is trained to the device, undergoing evaluation. The device will not be returned for evaluation because it was discarded.